Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive and the device did not restart despite pressing and holding the wake button, after which a replacement device was arranged and the user disconnected from the ilet and used backup therapy. Symptoms included hyperglycemia, with a highest blood glucose of 304 mg/dl and glucose outside of 70¿180 mg/dl for approximately 12 hours, without loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included the user self-administering a 10-unit insulin injection without assistance and continuing glucose monitoring via cgm. Investigation included collection of event details and arrangement for device return and replacement. Investigation of this device revealed a device malfunction characterized by a nonresponsive touchscreen associated with the display/interface component. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.